Event description:
It was reported that during a femoral nail insertion, an expired titanium locking screw, with expiration date 05/2014 was implanted. There was no surgical delay or patient complications. No additional information was available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant/explant date: unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing date: 06/14/05 expiration date: 05/2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.